Manufacturer narrative:
(B)(6). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic coma on december 26 with unknown blood glucose level. It was unknown that the customer was using auto mode feature on insulin pump or not. Customer was treated with insulin drip and unable to complete care link upload however declined to trouble shoot the issue. The insulin pump will not be returned for analysis.